Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (damaged power supply cable) has been confirmed. Upon investigation, the cord for the charger's power supply brick was damaged. The cord was pulled from strain relief. The cause of the failure was the strained power supply cord. The cause of the strained power supply cord was excessive force. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that charger sn 58009436 had a damaged power cord cable.